Event description:
Hosp personnel responded to a pt described as in cardiac arrest. The device, on a crash cart and used on battery power, was used to deliver an unknown number of countershocks when, according to the reporter, the screen began to flicker and interrupted electrocardiogram display. The reporter stated the device was subsequently plugged into ac power, but the device's screen continued to flicker until the device lost power. A backup was immediately called for and used. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability and the immediate availability of a back up defibrillator/monitor.